Event description:
It was reported that the patient had a pocket revision on the day of the report. The implantable neurostimulator (ins) was discharged and flashing in the 0-25% quartile. The patient had been charging their ins for the 45 minutes prior to the report. Additional information received indicated that the patient was not in overdischarge. The position of the battery made it difficult to recharge. There was no issue with the ins. The patient was getting coverage and receiving effective therapy after the revision.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3550-29, lot # n444527, implanted: (B)(6) 2014, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implant was first implanted near her waist line, and it was "rubbing" so they moved it up near her bra-line. There were no further complications reported or anticipated.